Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second diagonal of the left anterior descending artery. A 2.25x32 synergy¿ stent was advanced but resistance was encountered at the proximal site of the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a 2.25x28 synergy¿ stent. No patient complications were reported and the patient's status was good.